Manufacturer narrative:
The investigation for the reported death has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of death could not be determined as the device was not returned nor sufficient clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported a 76-year-old female patient in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. During impella support, the patient expired. The relationship between the impella and the death is unknown. The impella and automated impella controller were functioning without problems.